Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 26 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp (B)(4).

Event description:
It was reported via the distributor that the medication cassette was connected to the gastric port instead of the jejunal port. No injury to the patient reported. The patient "will return home this evening on (B)(6) 2020." It was determined to leave the set up until the nurse coordinator returned the following monday, as there is no difference in using either port. The patient has been receiving duodopa since (B)(6) 2020. Additional information has been requested but not yet received.